Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. The patient underwent percutaneous coronary intervention. The patient's left ventricular ejection fraction was reported to be 55%. Vascular access was obtained via radial artery. The 80% stenosed, 8mm x 2.25 mm, de novo target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex artery. A 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a 0.014 guidewire was advanced across the lesion. A 2.25 x 12mm synergy shield drug-eluting stent (des) was advanced with resistance for treatment. The stent was dislodged from the balloon in the ostial circumflex. A 1.5 x 10mm non-compliant balloon was then used to implant the stent at the site of dislodgment. The procedure was completed with a different device, and the patient condition was stable post-procedure.